Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a low glucose alerts for three hours at night. Customer stated that his blood glucose was between 119 and 121 mg/dl but the sensor glucose was reading 40 mg/dl. The threshold suspend is set up at 60 mg/dl. Customer stated he had to peanut butter cookies and the insulin pump is still alarming for low. Nothing further reported.